Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device passed the displacement, rewind and basic occlusion tests. No motor error alarm noted. The occlusion test and excessive no delivery tests could not be performed due to prime/fill anomaly. The motor passed motor test. The device also had a scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms during bolus and basal. The customer also reported receiving no delivery alarms. The blood glucose value was 114 mg/dl. Troubleshooting was performed and it was stated that the insulin pump was not exposed to a high magnetic field and the customer was able to rewind. The device was returned for analysis.